Manufacturer narrative:
The bench engineer replaced the gas delivery system, and the issue was resolved. All tests passed.

Manufacturer narrative:
The gas delivery system and power management pcba was received for failure investigation. Visual inspection reveals that connector j5 on the (data acquisition board) board is bent, such that the two pins are contacting. Testing was completed after the pins were separated. The customer complaint was verified. The root cause was failure of connector j5 (data acquisition board) due to physical damage. No fault was found on the returned power management pcba.

Event description:
The customer reported the ventilator is not delivering o2 and giving o2 alarms. Not in patient use. Customer stated the o2 source was verified good. No high pressure o2 alarms. The unit works at 21% oxygen, and alarms if the percentage is increased due to not recognizing it. The ventilator was sent to the bench repair center and the bench engineer confirmed the ventilator fails the o2 flow accuracy tests. Further information is pending.